Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the tube.".

Manufacturer narrative:
Investigation summary: bd received a sample and four (4) photos for investigation. The sample and photos were reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the tube."